Event description:
The manufacturer was made aware by a durable medical equipment company that a thermal event occurred with an innospire essence device. There was no patient harm or injury associated with the reported event. The user reported that the machine was turned on accidentally before he went to bed and was left running throughout the night while he was sleeping. The user was awakened to find the device was on fire with visible flames inside of the device and melting had occurred to the casing of the device. There were also exposed wires visible inside of the device due to the separation of the casing. The manufacturer requested the return of the device for investigation; however, the durable medical equipment company has disposed of the device and will not be returning it to the manufacturer. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a backup device for respiratory delivery if this device is not operable. Based on the information available, the manufacturer concludes no further action is necessary, and will continue to monitor complaints.